Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch #170c44. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no reload present and with the anvil partially detached on the distal and proximal end and the anvil post on these areas appears to be damaged as if the anvil was pulled out of the device. No reload was received. No functional test was performed due to condition of the device. Additionally, a photo was loaded at product complaint level and it shows the device with the anvil partially separated from post on the distal end. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 170c44, and no non-conformances were identified. Additional information was requested, and the following was obtained: 2. Please provide more details of type of damage- while opened gun the anvil was too lose 3. Could you please clarify if there were any patient consequences?- no. 4. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event?- no. All info given by ot nurse. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during an unknown procedure the anvil was damaged.